Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced recurrent post-breakfast hyperglycemia while newly adapting to meal announcements, with a highest blood glucose of 272 mg/dl and prolonged readings above 180 mg/dl before returning toward range. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute clinical effects. Outcomes included temporary interruption of normal daily activities due to elevated glucose and device alerts for sustained high readings. Troubleshooting and education were provided, including guidance that adaptation to meal announcements can take several weeks and reinforcement to continue announcing meals as prompted. Investigation included a review of device use and user-reported history, with no evidence of device malfunction identified. Investigation of this case revealed user adaptation and glycemic variability as likely contributors to the event. It was concluded that the device functioned as designed and that the event was related to hyperglycemia of unclear cause during the adaptation period. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.